Event description:
It was reported that the patient with post code had been cooled for 24 hours, and rewarming since 10pm and the target was 37c at 0.25c/hr. They received an alarm that the water has been warm from too long (alarm 115) and an alert that the patient's temperature was erratic. The foley was changed, and the alert had not returned. The device was beeping, but there was no error message. (Serial no: (B)(6)) directed nurse to empty the pads, power device off, and back on again. Therapy resumed. No further alerts currently.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient with post code had been cooled for 24 hours, and rewarming since 10pm and the target was 37c at 0.25c/hr. They received an alarm that the water has been warm from too long (alarm 115) and an alert that the patient's temperature was erratic. The foley was changed, and the alert had not returned. The device was beeping, but there was no error message. (Serial no: (B)(4)) directed nurse to empty the pads, power device off, and back on again. Therapy resumed. No further alerts currently.